Event description:
During a call to magellan diagnostics to report receipt of recall notification (z-0219-2024) customer reported they have been seeing blood lead level (bll) tests results on the leadcare ii higher than expected. As a result, magellan's technical services (ts) opened a complaint and contacted customer to gather further information on the matter. Customer reported one (1) elevated blood lead test result on the leadcare ii device had been flagged during testing as initial test result was 3.4 ¿g/dl while a repeat test on a fresh sample resulted in a 6.1 ¿g/dl blood lead concentration. Confirmatory test with venous blood resulted 14.8 ¿g/dl. Customer indicated that controls were within the target range. In regards to the methods applied by the customer to collect finger-stick blood samples as well as the steps followed to run the leadcare ii test, the customer indicated preparing patient by washing hands with soap and water and drying with paper towel, wiping finger with alcohol pad, lancing, and wiping the first three drops of blood away by touching skin. To run the test, customer reported filling capillary tube to black line with no air bubbles, and immediately dispensing the contents in the treatment reagent tube with plunger, mixing by shaking 3 to 4 times, and using dropper provided in the kit to dispense sample onto "x" of sensor. Ts instructed customer to follow cdc guidelines for capillary blood collection and supplied customer with a copy of the capillary collection video issued by cdc for their convenience, as it appeared customer was not adhering to cdc recommendations for capillary blood collection practices. Upon evaluation, this complaint was initially deemed non-reportable because the user did not apply proper method for blood collection and did not follow appropriate indications provided by the manufacturer; customer did not let patient's hands air dry preventing contact to any surfaces before collecting the blood sample, as per cdc recommendations. Furthermore, the user did not follow leadcare ii blood lead test kit instructions for use by not wiping outside of capillary tube as indicated in the leadcare ii blood lead analyzer user's guide on page 12 under "precautions when preparing samples" section, and by not mixing sample in the treatment reagent tube by inverting 8-10 times as indicated in the leadcare ii test kit product insert in the "blood test procedure" section, step 4.

Manufacturer narrative:
Magellan diagnostics performed a review of complaint investigations from (B)(6)2024. This complaint was not associated with an adverse event and was initially determined to be not reportable. This complaint was selected for reporting under the medwatch program after a conservative re-review of the complaint information with a bias toward reporting incidents that have any potential for any injury, serious or otherwise.